Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. Additional information received: an ablation catheter was used in the procedure.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was slightly damaged. However, the anvil was installed onto the trocar without any difficulties. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 814a02, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # 814a02. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil of the circular stapler would not connect to the trocar spike during the procedure. The product was not used in a clinical trial. A new circular stapler was opened and it worked fine. There were no consequence to the patient due to the event. The surgery was not prolonged due to the event.